Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was strange stimulation with the correct system. A pain point was felt in the thorax (electrode implantation level) when stimulation is switched on, with loss of feeling of paresthesia in the lower limb and therefore loss of pain relief. The patient experienced this issue after his 3rd anal fistula repair surgery. The healthcare provider (hcp) performed the following and found these results: connectivity check between lead and ins : checked/results : ok; impedance : checked/results : ok; x-ray control of the lead and ins/results : no migration of the lead and ins. A new surgery have been planned the (B)(6) 2024 in order to check all the system with an external wireless stimulator (wens) and to change all the system if possible for the patient. The wens test concluded to the same results of previous testing made by hcp. Everything was ok in terms of connectivity test/impedance test and x-ray control. A stimulation test was performed during the surgery and the patient has confirmed his feedback with this pain point felt in the thorax (electrode implantation level) when stimulation is switched on. The spinal cord stimulation (scs) system has been explanted entirely but the hcp could not perform the entire surgery in order to implant a new system due to the feeling of the patient. Surgical intervention was performed. After technical control of the scs system, replacement of the scs system have been decide by the hcp. Devices have been explanted but replacement by a new system could not been performed. The patient will be transferred to a neurosurgeon in order to be reimplanted with a surgical lead and ins. The issue was resolved at the time of the report. The patient's medical history included that a few months after implantation of the spinal cord stimulation system with very good pain relief, the patient underwent several surgeries to repair anal fistulas. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
B3: event date is not known. Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: unknown), product type: 0200-lead, explant date: (B)(6) 2024. G2: the country of the event is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomalies and was functionally okay. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead unknown revealed no significant. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause has not been determined by the physician. The date of when the issue first occurred was not known as the information has not been clearly provided by the patient and physician.